Event description:
It was reported by the pmi group that a patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient was being considered for a pmi product due to unknown reasons, but the case has since been cancelled per patient's request. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.